Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: r2290 analyzer. (B)(4).

Event description:
It was reported there was a serious programmer problem. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer boots to a serious programmer error. The programmer hard drive was reimaged and software reloaded to resolve.